Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal baclofen 500 mcg/ml (dose 80 mcg/day) via an implanted pump. The pump's indication for use (IFU) was listed as post spinal cord injury and intractable spasticity. On an unknown date, the patient was experiencing lack of therapeutic effect. On (B)(6) 2015, the patient was taken into surgery and a kink in the proximal segment of the catheter, just proximal of the anchor, was identified. The proximal segment of the 8780 was explanted and replaced with the 8784. The 8780 was cut proximal of the anchor and good cerebrospinal fluid (csf) flow was observed from the spinal segment. The 8784 pump segment was connected to the existing 8780 spinal segment. The issue was resolved at the time of this report and the patient's status was "alive- no injury."